Event description:
A 39 y/o pt status post osteogenic sarcoma resection and custom modular knee arthroplasty who has subsequently had increasing pain and some valgus angulation. Felt to be polyethylene wear, and pt underwent exchange of prosthesis. No wear of the bushings was found, however, the rotating hinge knee was loose and there was increased play in the tibial bearing polyethylene.